Event description:
It was reported that during a da vinci-assisted surgical procedure, there were scratches on the shaft of the tip-up fenestrated grasper instrument. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that a fragment fell into the patient, and they did now know when. An x-ray test was performed after the procedure to inspect for fragments. There is no report of post-surgical complications, and the patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. During visual inspection, the instrument was found to have a broken main tube approximately on the distal end. The distal tip was hanging from the broken pitch and grip cables. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.